Manufacturer narrative:
After further review of additional information received the following sections d4, g4, g7, h2,h3 and h6 have been updated accordingly. The balloon of a 5f mynxgrip vascular closure device (vcd) was found leaking. There was no reported injury. The device was stored in the cath lab for 2 weeks as per instructions for use (IFU) prior to the procedure. The product was handled and prepped according to the IFU. The leakage of the balloon was recognized when they were testing it outside of the patient. There was no difficulty reported when removing the product from the packaging. The damage was noted upon inspection. The intended procedure was angiographic of the iliac artery. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the femoral artery. The diameter of the vessel was verified to be greater than or equal to 5mm in diameter. Hemostasis was achieved by using a new 5f mynxgrip vascular closure device. Additional procedural details were requested but were unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open, the syringe was connected to the device, and the sealant and advancer tube were observed to have been remained in the manufacturing position as received. The procedural sheath was not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water and a leak in the balloon was revealed. Per microscopic analysis, a radial tear in the balloon of the returned device, approximately 2.5 mm from the balloon¿s proximal neck was revealed. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A product history record (phr) review of lot f1924602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ was confirmed during analysis of the returned deice. The balloon loss of pressure was caused by a radial tear in the balloon. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as damage to the procedural sheath, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time. Corrected data: section d4 (catalog number).

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f1924602 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported the balloon of a 5f mynxgrip vascular closure device (vcd) was found leaking. There was no reported injury. The device was stored in the cath lab for 2 weeks before the procedure and it was stored as per instructions for use (IFU). The product was stored and handled according to IFU. The device was prepped according to IFU and they recognized the leakage of the balloon when they were testing it outside the patient. There was no difficulty reported when removing the product from the packaging. The damage they noted upon inspecting it prior to use was the balloon leakage. The mynx vascular closure device (vcd) was prepped, stored and handled as per IFU. The intended procedure was angiographic of the iliac artery. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the femoral artery. The diameter of the vessel was verified to be greater than or equal to 5mm in diameter. Hemostasis was achieved by using a new 5f mynxgrip. The balloon lost its pressure during prep. The device will be returned for evaluation. Other additional procedural details were requested but were unknown.